Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to a scratch on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; due to clogging of the channel tube, the suction function did not work at all; the objective lens was cracked; the connecting tube was discolored; and due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing and after injection, residues from adhesive was stuck in the lower end of the evis exera iii gastrointestinal videoscope. The working channel was found to be blocked. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the channel tube was clogged with foreign material resembling remains from previous procedures. This report is to capture the reportable malfunction of the foreign substance clogging the channel tube noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the biopsy channel was clogged with foreign material, which was identified as medical glue. The cause of the material remaining in the device could not be specified. It is unknown if there was damage to the area where the foreign material was detected and the use of medical glue is the user's responsibility, it has not been verified for removal by reprocessing. It is likely the user used an endo therapy accessory and misjudged the release point during injection of the medical glue. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event." Olympus will continue to monitor field performance for this device.